Event description:
It was reported that a red alert window was observed indicating a bd error message with this subcutaneous implantable cardioverter defibrillator (s-ICD). The device was able to be connected but telemetry was unsuccessful. The plan is to replace the device, but the revision procedure has not been scheduled. If the device is replace in the future and boston scientific is notified, a new report will be sent. No adverse patient effect was reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that a red alert window was observed indicating a bd error message with this subcutaneous implantable cardioverter defibrillator (s-ICD). The device was able to be connected but telemetry was unsuccessful. The plan is to replace the device, but the revision procedure has yet to be scheduled. No adverse patient effect was reported. This device remains in-service.